Manufacturer narrative:
On 4/23/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on 06/05/2019: during evaluation of the sample the rupture a, b and c were observed in the posterior view, measuring approximately 1.2 cm, 1.2 cm and 1.0 cm respectively. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet.all the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent abreast augmentation revision with mentor smooth round moderate plus profile 250cc saline breast implants which bilaterally deflated after implantation. Patient symptom showed the symptom, and the issue was confirmed via ultrasound examination. As a result patient underwent bilateral removal and replacement with catalog number 3501640, lot number 7660377 on (B)(6) 2019. This report belong to one of the two devices.